Manufacturer narrative:
The harmonic ace insert accessory was returned and evaluated. Per the customer reported complaint engineering observed the teflon pad is detached from the clamp arm. The middle section of the teflon pad is still attached to the clamp arm, but a u shaped piece of the clamp arm is detached. An isi performed a site visit on june 14, 2011 to observed cases, surgeon and surgical staff technique, and provided feedback to the site regarding frequent harmonic ace insert breakage. It was observed that the breakage the site is experiencing is occurring when the active blade comes in contact with metal or the blade is damaged due to intra operative collisions or other physical contact with other instruments. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings: avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic ace curved shears insert broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.